Event description:
It was reported that within thirty minutes of perfusion leakage from gas port was noticed. The device was switched out for another and discarded. Additional info received on (B)(6) 2015: no reported pt effect. 80 cc blood loss. No delay in treatment. (B)(4).